Event description:
Acct. Reports that the stopcock cracked and leaked. States they were utilizing it with cfa, a drug with a castor oil solvent and acct. Believes that the castor oil is what is causing the cracking. No further info available.